Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: "as the doctor was loading the housing onto the sheath, it met resistance and the push tube wouldn't go through the valve. As the physician tried to push the housing through the valve - there was a loud click before the housing ever met the sheath. We removed the entire unit and closed with a second manta with zero problem. There was no reported patient harm."

Event description:
It was reported that: "as the doctor was loading the housing onto the sheath, it met resistance and the push tube wouldn't go through the valve. As the physician tried to push the housing through the valve - there was a loud click before the housing ever met the sheath. We removed the entire unit and closed with a second manta with zero problem. There was no reported patient harm."

Manufacturer narrative:
Qn#(B)(4). Corrected data: section d.4.- UDI number unavailable as complainant did not report a lot number. No return product evaluation could be completed as the device was not returned for investigation. The device lot number was not reported for this investigation. Case details were reviewed. A patient presented in the or for a tavr procedure. Medial access was gained by utilizing a micropuncture kit and ultrasound for guidance. The right common femoral arteriotomy was 7.3mm, with mild calcification distal to the access, distal posterior wall calcification, and clear tortuosity. No issues were encountered advancing or withdrawing the 14f expandable procedural sheaths during the case. Following the tavr, heparin, and protamin were administered and an 18f manta was deployed for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered resistance attempting to advance the bypass tube into the sheath hub. A loud click was heard before the manta closure handle connected to the hub while the physician was applying pressure to the bypass tube to advance through the sheath hub. The first 18f manta device and sheath were removed and a second 18f manta device and sheath were loaded onto the guidewire, deployed successfully without issue; and hemostasis was achieved in twenty seconds. The manta instructions for use (IFU) indicates in step 3 of inserting the device: note: if significant resistance is felt insert the bypass tube into the manta sheath, remove the entire system, and open a new device. The der process will continue to monitor for any similar events.